Event description:
It was reported that during the implant procedure, the first lead attempted was thought to be fractured as the sensing was low, there was no capture at a high threshold, and the impedance was also high. The replacement lead had acceptable testing values; however, during the slitting of the catheter, the lead was displaced from the coronary sinus. A new catheter and new lead model were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).